Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that crosstalk was noted on the right ventricular (rv) lead channel, therefore an x-ray was obtained, and lead position looked good. Reprogramming options discussed. No asystole was noted as a result of the crosstalk. Additional information was received from the field mentioning that the rv lead channel continued showing crosstalk and noise over sensing some years afterwards. The noise was not recreated with isometrics. The pacing impedances were low, within range, therefore it was suspected that the rv lead was failing. Additional reprogramming options were recommended. No adverse patient effects reported.